Event description:
The manufacturer received an allegation of a "ventilator service required" alarm, and the device stopped working after. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "ventilator service required" alarm was not duplicated during an operational check. A record of e-304 indicating a malfunction of the display backlight was observed from the event log. The display was replaced for a preventative recurrence.